Event description:
Per the customer, during the case the team felt the ebl was very low and upon review I see 18 sponges scanned with a ebl of 3 from 3 sponges. It appears that two sponges were over saturated but the other 13 sponges gave no reading. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.